Event description:
Clinical trial patient contacted dexcom technical support on (B)(6) 2014 and claimed that upon sensor pod removal, on (B)(6) 2014, patient was unable to locate sensor wire. Patient relayed no feeling of discomfort at the insertion site. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).